Event description:
The customer reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable assembly, x-ray temp sensor, x-ray tube, x-ray tube front cover and battery pack were evaluated and replaced. The system was tested and found to be working as intended and returned to service.